Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. The pt was readmitted to the hosp 11 days later for drainage of a small abscess in the right groin. The pt was treated with IV antibiotics for 24 hours and then oral antibiotics for three days. The wound culture revealed staph aureus. The pt was discharged 4 days later. The physician suggested that prior radiation treatments to the right groin may have impaired normal wound healing. No further complications were reported.